Event description:
Nurse tested the flow into a graduated cylinder and found that the flow was not what it was supposed to be. Rate set at 100 ml, amount dispense approximately 75 ml. No report of adverse effect to the pt.